Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrector stopped functioning, significantly reduced aspiration during posterior vitrectomy surgery. The surgery was completed on same day after replacing it with a new product. There was no patient impact.

Event description:
Additional information received that there was no cutting.

Manufacturer narrative:
Corrected information provided in d.4. Additional information provided in h.4., h.6. And d.9. The lot number has been updated from 178dfv to 178df4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.